Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with implantable cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead experienced pacemaker mediated tachycardia (pmt) episodes. Additionally, this system displayed an alert for right atrial automatic threshold (raat) detected as greater than programmed amplitude or suspended. Boston technical services (ts) discussed that pmt in collection period appears to be sinus/atrial driven. Presenting electrogram (egm) shows device operating as programmed. This system remains in service. No adverse patient effects were reported.